Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI- (B)(4). Complaint sample was evaluated and the reported event was confirmed. The visual inspection of the returned products identified that foam inserts were damaged and there was poly debris. The sterile cavity was found to be cracked on one corner. DHR was reviewed and no discrepancies were found. Review of complaints history search for this part number identified no other complaints reported for the same lot. The root cause of the reported event is likely to be due to transit damage causing the foam to shed. This product falls within the scope of corrective action that is reviewing the packaging configurations at zimmer biomet, bridgend, UK. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 51-103170, stem, lot # 3795964. Event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11471.

Event description:
It was reported that upon inspection, the devices were found have debris inside the sterile packaging, as well as staining on the packaging. Attempts have been made and no further information has been provided.